Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was forwarded to detailed analysis for further investigation. It was revealed that the chronic high atrial rates reduced longevity due to atrial sensing was programmed on. The power consumption increase was proportional to the additional processing for sensed atrial events.

Event description:
This supplemental report was created due to product investigation analysis. Boston scientific received information that this pacemaker showed 10 months remaining during previous device check. Two months after, battery was down to 6 months remaining. The health care professional (hcp) stated that the patient was in atrial fibrillation (af). This pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental will be filed.

Event description:
Boston scientific received information that this pacemaker showed 10 months remaining during previous device check. Two months after, battery was down to 6 months remaining. The health care professional (hcp) stated that the patient was in atrial fibrillation (af). This pacemaker was explanted. No additional adverse patient effects were reported.